Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this pacemaker was connected to the lead, but then no pacing output or sensing was observed. The device was not implanted and will be returned for laboratory analysis. No adverse patient effects were reported.